Event description:
It was reported that the pt was having problems recharging. The pt was seen in the hcp's office and it was confirmed that the pt's neurostimulator was overdischarged. The pt was instructed on the reset process and elected to do the reset at home. The pt was instructed to call the MFR's rep if she had any problems. The rep did not receive any calls from the pt, and assumes all is well. The pt was going to schedule another appointment with the hcp for reprogramming. No pt symptoms or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.